Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that there was type IV endoleak near the flow divider of the main device. Blood flow was confirmed in the aneurysm. It was significantly decreased a few hours later, but low blood flow was continuing. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.